Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #: 3005168196-2019-01714 MFR report: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 1. Brand name. 3. Section d. Box 4. Lot number. 4. Section d. Box 4. Catalog number. 5. Section d. Box 4. Expiration date. 6. Section d. Box 4. UDI. 7. Section g. Box 5. 510(k). 8. Section h. Box 4. Device manufacture date. 9. Section h. Box 6. Device code 1. Results: the embolization coil was detached from its pusher assembly. The polyethylene (pe) fibers were fractured, the embolization coil was unraveled, and the proximal constraint sphere was missing from the proximal end of the embolization coil. The pusher assembly was not returned for evaluation. Conclusions: evaluation of the returned pod6 embolization coil revealed that the pe fibers were fractured, and the embolization coil was unraveled. If the embolization coil is forcefully retracted against resistance, damages such these may occur. The pusher assembly and the microcatheter used in the procedure were not returned for evaluation; therefore, the root cause of the resistance was unable to determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the visceral artery using pod6s. During the procedure, the pod6 prematurely detached within the microcatheter. The pod6 was then removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the visceral artery using a penumbra coil. During the procedure, the coil detached on its own. No additional information was provided.